Manufacturer narrative:
Concomitant medical products: product ID: 4965-35 lead, implant date: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath, palpitations, slow heart rate and presyncope. The right ventricular (rv) lead exhibited increasing lead impedance and high thresholds. This rv lead was initially re-programmed and then capped and replaced. The epicardial right ventricular (rv) lead also exhibited loss of capture, varying impedance and insulation damage. This pacing lead was initially re-programmed and then inactivated and replaced successfully. During the replacement procedure, there was one rv lead was attempted/not used, due to poor sensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: event description or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath, palpitations, slow heart rate and presyncope. The right ventricular (rv) lead exhibited increasing lead impedance and high thresholds. This rv lead was initially re-programmed and then capped and replaced. The epicardial right ventricular (rv) lead also exhibited loss of capture, varying impedance and insulation damage. This pacing lead was initially re-programmed and then inactivated and replaced successfully. During the replacement procedure, there was one rv lead was attempted/ not used, due to poor sensing. No further patient complications have been reported as a result of this event. It was also reported that the right atrial (ra) lead was capped and replaced for an unknown reason.